Event description:
It was reported, "the arthroplasty was revised due to infection. The components were implanted in situ for 0.51y." Note: medical records and x-rays were not provided to stryker for review.

Manufacturer narrative:
Catalog numbers and lot codes of other devices listed in this report: catalog number: 502-01-60g, lot code: 12952001- acetabular shell. Catalog number: unk, lot code: unk- femoral head. It is not known at this time which, if any, of the explanted devices may have contributed to this event. More specific info is not available from the research center.